Manufacturer narrative:
Additional information in d4 (UDI number) and h6 (method, results, and conclusions). Photos of the implant were provided from a satellite location and show that the implant broke into two pieces. Although the cage was confirmed to have broken, the cause cannot be conclusively identified without a full evaluation. It is possible that misalignment between the cage and plate or a patient condition such as hard bone may have contributed to this event. The roi-c surgical technique guide contains sufficient information for insertion of the second plate. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control.

Event description:
It was reported that during the procedure, the cage broke during the impaction of the second anchor. No further information regarding the case was provided. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h4 and h6: component, impact, investigation type, and conclusions. Device evaluation visual inspection revealed the cage has fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to inserting the anchor off-axis or not inserting the first anchor all the way. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during the procedure, the cage broke during the impaction of the second anchor. No further information regarding the case was provided. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that during the procedure, the cage broke during the impaction of the second anchor. No further information regarding the case was provided. There were no reported patient impacts or surgical delays.